Manufacturer narrative:
Based on a review of the reported event description, it is evident that the navigation system did not cause the reported event. The surgeon did not believe the position of the drill which the system indicated. She drilled into the bone and hit the carotid in full awareness that the system indicated that she was near the carotid.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a transnasal, transsphenoidal removal of a tumor at the user facility, the mask was registered and accuracy was verified and confirmed with a long pointer. The first mask registration was performed and confirmation was done on external landmarks, the mid face, lateral and medial cantus and the ear canal. The mask was left on the patient during the surgery and the registration of the mask. No patient tracker was used. The ent surgeons performed the opening of the skull base. The surgeon checked the accuracy again on internal bony landmarks and thought she was a little bit off, but still within the normal limits of 2.0 mm. A second mask registration with a clearly draped mask was performed and the surgeon checked the accuracy again on internal bony landmarks, confirming it was better. During the drilling to open the sphenoid sinus, the surgeon reported that the navigation system indicated that she was closer to the carotid than she thought she was, and that she hit the carotid when she continued drilling, causing massive bleeding, flooding the sinus. It was reported that the patient was taken to angiography room to get a stent to fix the ruptured vessel. There has been no additional information reported regarding patient¿s condition at this time. At this time it is unknown if there is any permanent injury to the patient. It was reported that the patient has not yet had the original procedure completed, due to this event.

Event description:
It was reported that during a transnasal, transsphenoidal removal of a tumor at the user facility, the mask was registered and accuracy was verified and confirmed with a long pointer. The first mask registration was performed and confirmation was done on external landmarks, the mid face, lateral and medial cantus and the ear canal. The mask was left on the patient during the surgery and the registration of the mask. No patient tracker was used. The ent surgeons performed the opening of the skull base. The surgeon checked the accuracy again on internal bony landmarks and thought she was a little bit off, but still within the normal limits of 2.0 mm. A second mask registration with a clearly draped mask was performed and the surgeon checked the accuracy again on internal bony landmarks, confirming it was better. During the drilling to open the sphenoid sinus, the surgeon reported that the navigation system indicated that she was closer to the carotid than she thought she was, and that she hit the carotid when she continued drilling, causing massive bleeding, flooding the sinus. It was reported that the patient was taken to angiography room to get a stent to fix the ruptured vessel. There has been no additional information reported regarding patient¿s condition at this time. At this time, it is unknown if there is any permanent injury to the patient. It was reported that the patient has not yet had the original procedure completed, due to this event.